Event description:
Patient's mother states the patient experienced severe eye pain during the night. Patient was screaming in pain and was taken to the emergency room. Doctor determined the cause was the contact lenses. Patient was seen for four additional follow-up visits. Patient temporarily discontinued contact lens wear for three weeks and is still having difficulty wearing contact lenses.

Manufacturer narrative:
Event was reported by the patient's mother via e-mail directly to coopervision. No additional information is available at this time. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.